Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify blank display. Device received corroded battery tube, damage/bent spring and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and the battery did not sustain longer. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was corroded and battery compartment was damaged. The insulin pump will be returned for analysis.